Event description:
It was reported that during a percutaneous transluminal angiography procedure, the balloon ruptured. The 40% stenosed lesion was located in a 4x40mm arteriovenous shunt in the mid radial artery. The physician inflated the wanda balloon to 15atm and the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications and the patient was reported to be stable. This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
A visual and tactile examination revealed that the shaft was kinked 611mm distal to the strain relief. The balloon was torn longitudinally along its entire length. The manufacturing records were reviewed and no issues or discrepancies were found and the device met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.